Event description:
Nurses had to use multiple sets with .22 micron filter in an attempt to infuse hyperalimentation on a pt with a pic line on. Four (4) sets were used before the nurse was able to infuse the hyperalimentation. Two (2) of the faulty sets are available for inspection. Suspension of stock not required at this time, sales rep is to meet with rptr and believes the problem with this item is sets collapsed.